Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the pfn2 blade failed to lock during surgery. Unknown if surgery was delayed successfully or completed due to the reported event. This complaint involves one (1) device. This report is for one (1)pfna-ii blade l90 tan. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the pfna-ii blade l90 tan (part# 04.027.053s, lot# 79p9528) was returned and received at us cq. Upon visual inspection at cq the device showed normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: a functional assessment was not performed on the complaint device since the device was returned without the relevant mating device. The reported condition will not lock/unlock could not be confirmed since the functional test was not able to perform on the returned device. Dimensional inspection: feature: threaded tip diameter measured and found to be conforming as per relevant drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was not confirmed as the device was returned without any relevant mating device and a functional test was not able to perform. Also, the visual inspection didn¿t reveal a defect that could impact device functionality and caused the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: a device history record (DHR) review was conducted: part: 04.027.053s, lot: 79p9528, manufacturing site: bettlach, release to warehouse date: 09 december 2020, expiry date: 01. November 2030. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: initial reporter is physician.